Manufacturer narrative:
Visual evaluation of the complaint device found that the catheter shaft was kinked. The exit marker was detached from the catheter and was severally crimped/ accordion and cut in some parts. The balloon was functionally tested and was inflated without any issues. The complaint was confirmed. This failure is consistent with forcible catheter insertion into the scope or forcible catheter withdrawal from the scope and likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complaint, during the procedure, the procedure was completed with this cre balloon, however the exit marker on the catheter detached inside the patient. The exit marker was retrieved by the physician using an unknown device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2013.according to the complaint, during the procedure, the procedure was completed with this cre balloon, however the exit marker on the catheter detached inside the patient. The exit marker was retrieved by the physician using an unknown device.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.